Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), would not be returned for evaluation. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, death and various forms of organ failure as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had a subarachnoid hemorrhage post fall. The death was not considered to be device related. The patient had high flows/powers, but the pump was functioning properly. The device operated as expected.